Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported the needles do not push the medication out. To aid in the investigation, two samples in opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed. Each packaging blister had been opened by pushing the needle hub through the packaging blister top web. The photo provided shows one of the packaging blisters received. No other defects or imperfections were observed. The samples were then connected to a syringe with saline solution. It was not possible to expel the solution; the needles are clogged. It could be possible, while passing the needle through the packaging blister top web, the needle became clogged with the top web material. A device history record review was completed for provided material number 305106, lot 3158501. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. There are quality controls currently in place to detect this type of defect during the production process such as a vision system that inspects 100% of all products for clogged needles. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material #: 305106 batch #: 3158501 it was reported by customer that the needles dont push the medication out. Verbatim: hope all is well. I left you a v/m earlier this week. Ill f/u via email. Looks like this new batch of needles are not good. So far a total of 3 needles. I¿m not sure what is going on with the manufacture. Just wanted you to know. This time it doesn¿t push the medication out. See via photo response received (B)(6) 2023 - are you able to provide the date of the event in the format of dd-mm-yyyy? ¿ 9/29/23 - how was the patient outcome? Are there any clinical signs, health consequences or impact? ¿ there would have been of the nurse did not spot this issue prior to injecting the patient . - did the event directly, or indirectly involve a patient or user? Yes, it affected the nurse - did the event involve an urgent/life threatening medical situation? No - did the event cause permanent impairment of a body function? No - did the event require medical or surgical intervention? No - did the event cause permanent damage of a body structure? No - is the defective needle available for investigation? Yes

Manufacturer narrative:
(B)(4) initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a140901 - complete blockage (1094). Patient problem code: f27 ¿ no patient involvement.

Event description:
Material #: 305106, batch #: 3158501. It was reported by customer that the needles don't push the medication out. Verbatim: looks like this new batch of needles are not good. So far a total of 3 needles. This time it doesn¿t push the medication out. See via photo response received 10 oct 2023. Are you able to provide the date of the event in the format of dd-mm-yyyy? 9/29/23. How was the patient outcome? Are there any clinical signs, health consequences or impact? There would have been of the nurse did not spot this issue prior to injecting the patient . Did the event directly, or indirectly involve a patient or user? Yes, it affected the nurse. Did the event involve an urgent/life threatening medical situation? No. Did the event cause permanent impairment of a body function? No . Did the event require medical or surgical intervention? No. Did the event cause permanent damage of a body structure? No . Is the defective needle available for investigation? Yes.